Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up, a diagnostics anomaly was noted. No status on patient condition was noted. The device was reprogrammed and remained implanted.